Event description:
It was reported that the atrial lead exhibited loss of capture, over sensing and undersensing. The lead was programmed off and the device was programmed to vvi only. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.